Manufacturer narrative:
No product will be returned. The photo provided by the customer shows the drip chamber had a small hair line crack from the vent to the drip chamber body. The root cause of this failure was not identified.

Event description:
It was reported a cracked spike and leak occurred adjacent to the air vent cap. The drug was undiluted etoposide, 20 mg/ml. No patient involvement was reported, and no user harm occurred as a result of the leak.